Event description:
The manufacturer received info alleging an epod oxygen conserving device sparked and caught on fire while the oxygen cylinder was being emptied. There was no report of pt harm or injury. The device has yet to be returned to the manufacturer for investigation. A follow up report will be submitted when the investigation is complete.